Event description:
It was reported that during a procedure, the device broke when turning it after it was inserted. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported spyromite 2.0 pk w/1 2-0 ultrabraid, used in treatment, has been returned for evaluation. Visual assessment of the device could not confirm the reported breakage. The anchor is bent at its distal end. The condition of the anchor suggests the anchor was subjected to excessive force during insertion causing the reported damage. Per the device instructions for use ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.